Event description:
It was reported that the patient had a rash.

Manufacturer narrative:
Investigation findings: the complaint sample was not returned. The bom for the a131067 was printed along with latex, labeling, npe, msds and coc due to a similar complaint (B)(4). No manufacturing issue was found. No recent material changes have been made to the materials. Raw material number 8-4001 msds/npe/coc/latex added as well as (B)(4) (same raw materials just a different length to the (B)(4)) reports/labeling and the bom are attached (from qfi 27680 also reported by this customer) the complaint samples were returned, all products are stained with a foreign substance. Correction: none required. Root cause analysis: unable to determine, several factors may cause allergic reactions including patients own sensitivity to prescriptions/chemicals/materials/dyes, (other than latex) as well as heat related rashes. The complaint samples were returned, all products are stained with a foreign substance; this substance can also be rash related. It also may not be compatible with the chemicals/materials/dyes in the product.